Event description:
It was reported that (1) device was used during an inguinal hernia procedure. It was reported by the affiliate that the ems instrument was placed on the polypropylene mesh and after several attempts to fire, the staples would not fire out. The surgeon attested that there were no staples in the devcie. Another instrument was used to complete the case. There was no consequence to the pt.